Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Microscopic analysis identified a distal circumferential fracture (cf), confirming the reported allegation of fiber break. Additionally, the glass tip was protruding from the metal cap, indicating a glue failure. The fiber card was unresponsive to the card reader. The fiber passed functional testing for saline flow and connector integrity. Functional testing with the hene (helium neon) laser fixture did not reveal any signs of breakage along the length of the fiber. Further testing of the forward firing laser test fixture confirmed that the fiber output was below the threshold for potential patient harm. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported fiber break event. The observed condition of the fiber is consistent with devices that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. Continuously elevated temperature can lead to fiber damage, including glue failure. According to the IFU, the user is instructed to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increase irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Based on analysis result, the interaction between the user and device likely caused or contributed to the observed fiber damage, therefore a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that during a prostate vaporization/laser turp procedure, the fiber tip appeared to have broken near the end of the procedure. It was noticed that the fiber was emitting light from both the distal tip and the lateral portion. The procedure was successfully completed using another device, with no complications for the patient.

Event description:
It was reported that during a prostate vaporization/laser turp procedure, the fiber tip appeared to have broken near the end of the procedure. It was noticed that the fiber was emitting light from both the distal tip and the lateral portion. The procedure was successfully completed using another device, with no complications for the patient.